Event description:
The customer stated that she received a reading of "lo" on her meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l the readings.